Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(6) stopped during the first compression and displayed an unknown user advisory (ua). Based on the archive data review and initial functional testing the autopulse platform displayed a (ua) 02 (compression tracking error) due to the defective drive train motor as a result of normal wear and tear. The platform is a reusable device that was manufactured in january 2013 and is more than 10 years old, well past the expected service life of 5 years. The (ua) 18 and (ua) 45 error messages observed after the call were not duplicated during the platform testing. Based on the report, a rolled blanket was used instead of a manikin to test the platform. The possible cause for the ua18 error message was due to the object placed on the platform was too small or light in weight. The root cause for the (ua) 45 error message was due to the driveshaft not being at the home position. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data was performed and found the (ua) 02 error to have occurred on the reported event date. In addition, the archive showed the presence of the user advisory (ua) 17 (max motor on time exceeded during active operation), fault code 08 (motor controller fault detected), and fault code 16 (timeout moving to take-up position) messages as a result of malfunctioning drive train. Further review of the archive data indicated user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 20 (position out of range) error messages on/around the reported event date, unrelated to the reported complaint. Based on the archive, these advisory messages were cleared by the user. A load cell characterization test confirmed both cell modules were functioning within the specification. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. In this reported complaint, the (ua) 07 occurred likely due to either the patient or the autopulse platform being out of position, placed on an uneven surface, moved during compressions, or the patient not properly centered/aligned on the platform. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at its "home" position. To clear a (ua) 20, return the driveshaft to its "home" position using the platform's administrative menu. The autopulse platform failed initial functional testing due to (ua) 02, thus confirming the reported complaint. The drive train motor needs to be replaced to address the issue. In addition, the autopulse platform displayed fault code 08 as a result of the failing drive train motor. Service was not performed, as the customer declined the repair. The autopulse platform will be returned to the customer unrepaired and clearly labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6) . The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(6) was used to treat a female patient in her 80s with a small stature and a slightly curved back who was in cardiopulmonary arrest. According to the emergency room (ER) nurse, the device stopped during the first compression, and the user advisory (ua) code displayed at that time is unclear. Several attempts were made to troubleshoot the issue, but the problem remained unresolved. The doctor immediately began performing manual CPR. According to the doctor, the patient was in a difficult condition. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Per the customer, the patient's death was not related to the autopulse system. After the call, the azm sales representative tested several times the platform (B)(6) using the rolled blanket instead of a mannequin. The platform displayed different user advisories, (ua) 02 (compression tracking error), (ua) 18 (max take-up revolutions exceeded), and (ua) 45 (driveshaft not at "home" position after power-on/restart) each time the device was tested.